Event description:
Additional information received from the manufacturer representative (rep) on (B)(6) 2015 reported that heath care provider replaced one of the leads due to misplacement and up to this point patient had not had any issue that we are aware of.

Manufacturer narrative:
(B)(4).

Event description:
Additional information originally received from the manufacturer representative (rep) on (B)(6) 2015 reported that the patient was getting partial therapy and this had been an ongoing event. The physician wanted a MRI scan of the patient's head. It was noted though that the patient was getting benefit and was happy with the therapy as it was helping with her pain.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0g98s, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0g98s, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported the patient had a shocking sensation in their face. The hcp believed that one of the patient&#62688;leads was 3 mm medial to where they wanted the lead to be. A post operation CT scan showed the lead location being off target. The patient was going to have an MRI. It was unknown which lead was off target. The patient had two leads in the ventral posterolateral nucleus (vpl) and one in the periaqueductal gray (pag). The two leads in the vpl had elevated impedances of 4,600 and 3,600 ohms when run at 0.7v. Impedances were normal when run at 3v. The implantable neurostimulator (ins) was programmed to 1.8v at 210 us, and 10 hz. The patient felt some pain and shocking sensation from the pag lead. Impedances were measured to be normal for that lead. The pain and shocking occurred when running the impedance measurements, which had settings significantly different from the therapy values. The patient also felt some intensification of the pain in their arm during the therapy impedance measurements. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.